Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. Blood glucose was 7.4mmol/l. Troubleshooting was performed. Customer received same issue for second time. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.